Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and delamination was received on (B)(6) 2023, with catalog number mcghan350cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on the fill channel assessed as cracked valve seat diaphragm valve. Delamination: no observed delamination on the valve. Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported "valve de-laminated from shell".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.